Event description:
Left thoracotomy, wedge biopsy, upper lobectomy. Slcr55g was fired and cut but did not staple. The knife blade was left exposed. According to the surgeon, it also lacerated the lung tissue. Another device was used to complete the case.

Manufacturer narrative:
(See scanned pages).